Manufacturer narrative:
Siemens filed MDR initial report on 2022-09-30. Additional information - 2022-10-17 siemens has concluded the investigation for an outside of the united states (ous) customer for an observation of an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result on one patient that was low/normal on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for a potential product issue. Quality control (qc) was in range at the time the sample was run, and the patient sample results were reproducible: atellica im initial result 344.858 ng/l (99th% for male serum = 53.53 ng/l per the assay instructions for use), repeated in duplicate (342.581 ng/l and 321.893 ng/l). This indicates a sample/patient specific incident. During siemens investigation, the customer also provided an additional result for the (male) specimen from another alternate troponin I test method. The result was 37.44 ng/l which, is also elevated based on this method's reference interval (female 10ng/l; male 20ng/l). Insufficient sample remains for further testing by the customer or by siemens. The atellica im tnih method is a high sensitivity troponin I method vs the customer's initial alternate test method, which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate methods will have similar results. The instructions for use states, "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings.". Based on the investigation, no product problem was identified. The customer is operational. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.

Event description:
The customer observed elevated atellica im high-sensitivity troponin I (tnih) results for a male serum patient sample compared to a lower result obtained an alternate method. The initial elevated atellica im tnih result was reported to the physician and the result was questioned. The same sample was repeated on the same day on the same analyzer in duplicate and resulted similarly to the initial result. The sample was also tested using an alternate method and resulted lower. A final report was issued to the physician including all the atellica im and the alternate method results with a note that there may be an interferent. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih results.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated atellica im high-sensitivity troponin I (tnih) results that were discordant compared to a low result on an alternate method. Quality control (qc) was in range at time of testing. Sample was centrifuged for 10 minutes @ 3000g and stored at 15-25c. The customer sent the sample was sent to their main laboratory for investigation. The limitations section of the instructions for use states: "samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human antimouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." "Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies." The interpretation of results section of the IFU states, "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.